Event description:
It was reported to medtronic minimed that the customer reported the location of the damage at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1712kl was requested and customer's response was that the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was returned for alleged cosmetic damage located at the back of pump(crack) found on [11-dec-2024]. Unit p-cap / reservoir unable to lock properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, cracked battery tube threads, partially broken retainer, missing o-ring, and broken reservoir tube lip. Alleged cosmetic damage was confirmed where cracked battery tube threads were noted. Retainer ring damage confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.